Manufacturer narrative:
The humi-harris uterine manipulator was not returned to coopersurgical for eval and there was no lot number provided. A query of our complaint database did not reveal any type of product trend. (B)(4).

Event description:
Pt reported small round, clear object similar to a lifesaver mint fell out of vagina with a gush of brownish fluid on (B)(6) 2011 - s/p surgery on (B)(6) 2011. Surgery was laparoscopic supracervical with unilateral salpingo-oophorectomy converted to laparatomy 2 bleeding; supracervical hysterectomy; right salpingo-oophorectomy. Pt alleges infection. Pt showed picture of an object, matching round disc with center hole found on uterine manipulator injector used during procedure.